Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint could not be confirmed. One unpackaged ar-1204as-105 flipcutter ii (no batch indicator present) was received for investigation. Functional testing identified that the cutter was able to be both deployed and returned to the "unflipped" position, with no responsiveness issues encountered. No problem found.

Event description:
It was reported that during a acl reconstruction procedure, the ar-1204as-105, would not flip back after the femoral tunnel was drilled, and the surgeon spent significant amount of time trying to pry it back manually in the joint. Eventually the surgeon was able to get it almost vertical (but not fully) and remove it from the femoral tunnel. The case was completed by using another flipcutter in order to drill the tibial tunnel.